Manufacturer narrative:
(B)(4). Date sent 10/23/2024. D4 batch #838c35. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with four reloads present. The gst60w reload (b) was received fully fired and with damage on reload deck. The gst60b reload (c) was received fully fired and with damage on reload deck. The gst60t reloads (d & e) were received fully fired and with damage on reload deck. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 838c35, and no non-conformances were identified.

Event description:
It was reported that during surgery, when the trigger is activated the stapler is activated and the pushers of the reload do not come out, and do not form the staple line, this after waiting the 15 seconds of precompression, so it is decided to pass another recharge and the same thing happens. It is decided to change the device and pass another stapler same reference, which at the time of stapling the motor slows down a lot during the whole time that the trigger is activated and no staple line is formed, a fourth recharge is mounted at the time of removing the cavity stapler is evident that the anvil is not closing completely, dr. Decides not to pass a third stapler to the table, delaying the procedure compromising the tissue that failed to staple but if short, generating that dr. Resorted to clipping technique. Resorted to manual clipping technique, consuming more surgical time. Procedure was delayed for 40 minutes. Procedure was completed successfully with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/18/2024. D4: batch # unk. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date a response has not been provided. Should additional information be obtained, a supplemental report will be submitted. 1. Please provide more details for "compromising the tissue"? 2. Were any staples delivered into the tissue at all? 3. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? 4. Was the staple line interrupted; staples not present/visible on any portion of the staple line? 5. Did the device cut? 6. If yes, was the cut line complete? 7. If yes, was there any issue with the cut line. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 10/14/2024 corrected data d6